Event description:
It was reported that intra-op, the extenders were not holding the screws, they were worn out. The rod inserter was extremely stiff. The instrument came in contact with the patient and broke but no fragment was left inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis: macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension actual measurement found to be out of print specification. Functional evaluation was performed on the returned sleeve utilizing a sample extender and multi-axial screw (mas); the amount of tip deformation did allow the mas head to be dislodged from inner sleeves. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. The above observations are consistent with bend stress overload, which could contribute to the foregoing event.